Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed, low flow alarms. Although a specific cause for the reported low flow alarms could not conclusively be determined through this evaluation. The account communicated that they were, due to the patient¿s body size. A direct correlation between this event and the pump could not conclusively be determined through this evaluation. The submitted controller event log file contained data on (B)(6) 2020 from 12:26:23 to 13:06:48. There were numerous events were the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 135 low flow faults and 46 low flow alarms. There were no other abnormal alarms captured. The pump operated at the set speed for the duration of the log file. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 29jun 2020. Heartmate 3 lvas IFU, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms. And the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms. As well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient felt uncomfortable because the aortic valve closed when there was a low flow alarm. A review of the log file noted low flow events throughout the event history occurring at times when the pulsatility index (pi) was elevated. The cause of the low flow alarms was considered to be the patient's body size. The frequency of the low flow alarms reduced following an update in the system controller's software (reported in (B)(4)). The device operated as intended. The patient was asymptomatic but upset from the alarms. The account planned to have the patient drink lots of water. The patient had frequent low flow alarms despite medical and volume control. The patient was asymptomatic. The patient's body surface area (bsa) was 1.35. The account determined that a low flow limit of 2.0 liters per minute (lpm) would not cause harm. The patient could not stop crying from the continued low flow alarm. The account requested an emergency software update. The software was updated on (B)(6) 2020.